Manufacturer narrative:
Our investigation into the complaint has now concluded. The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. A visual inspection of the device was performed and did not identify any physical damage on the exterior of the product. A functional evaluation confirmed the complaint issue of difficulty to turn the u.I assembly into the locked position due to corrosion. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that red led beside the triangular symbol lighted up and device did not work so the patient was treated with an alternative procedure.